Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had noise on their right ventricular lead post lead revision. No intervention was performed. The patient experienced no symptoms related to this event. Further information was requested, but not provided.